Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were identified during setup and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection revealed that the sample was received filled with solution and found leaking inside a zip lock bag. Functional testing revealed a leak coming from where the spike port connector is inserted into the spike port tubing. The reported issue was verified. The cause was determined to be due to a lack of cyclohexanone applied during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant information become available, a supplemental report will be submitted.